Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number; however, the failure (implant underfilled or leakage) being reported in the complaint is not related to the issue (aeration excursion) identified in the nc. The devices passed endotoxin and bi sterility testing confirming the product was sterile. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, 80 cc was added to reservoir for an unspecified reason [underfill]. Reportedly, there was no leak.